Event description:
It was reported that the device had ended approximately four hours earlier than expected and had alarmed air in line. Upon arrival, the infusion bag had been found empty. The continuous infusion had been set at a rate of 2.2 ml/hr, with a reservoir volume of 100 ml. A total of 89.8 ml had been administered. The air detector had been turned on, while the upstream sensor had remained off. The intended length of infusion had been 46 hours. The patient had not been affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.